Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. An attempt to perform firmware upgrade was unsuccessful; the pulse generator reverted into backup vvi mode. The device was restored to the original firmware. The firmware upgrade was not attempted again. The patient was stable before, during and after the process.